Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that it had been four years since the patient's current pump was inserted and was suppose to last until 2018. It was noted the pump battery failed three years early. At the patient's most recent refill appointment, he was informed that the device had 3.97 ml more left in the reservoir then what the programmer was reading. The patient was reportedly told that the battery was going out earlier then it was suppose to by 18 months. The patient was told they will need to monitor the pump until the patient's next refill to see if it continued to be off or if it was just a glitch. The patient noted, until then, he will get less medicine per day. The patient reported he had increased pain, his body was overheating, he was sweating more than usual and his sleep was off more than usual. The patient does not believe it was the flu.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.